Event description:
Additional information received reported that the cause of the event was a ¿defective distal tip tunnel device.¿ it was noted that the patient outcome was alive with no injury. It was noted that the healthcare professional (hcp) had to make an additional incision to extract the distal tip.

Manufacturer narrative:
(B)(4): analysis found that the sim obturator was broken. It was noted that the wedge tip of the obturator was broken. It was noted that an attempted recreation using a quick, forceful downward angled motion with a known good obturator against a hard surface and it resulted in a similar break pattern in the polypropylene material.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the plastic distal tip of a tunneling device broke off during tunneling and was lodged in the patient¿s neck. It was noted that the surgeon had to make an additional incision under fluoroscopy to remove the broken tip. It was noted that x-rays were required and that the product issue was resolved. It was noted that the patient¿s status at the time of report was alive with injury. It was further noted that no patient symptoms or complications were associated with the event. Additional information received reported that nothing had been reported back to the manufacturing representative in regard to the patient¿s well being. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.